Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported high volume delivery on the vela ventilator. The customer stated when the tidal volume (vt) was set at 500ml the device was delivering 1500ml. The customer is requesting carefusion field service engineer (fse) to evaluate the reported device. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect vela ventilator pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. After powering on the unit, it was found to deliver 5,0430ml of volume when set at 500ml and it alarmed with a transducer fault. The reported issue was duplicated. The exhalation flow transducer calibration was performed, as described in the service manual, and it failed. This issue will be internally investigated.